Manufacturer narrative:
(B)(4). D10: concomitant medical products - persona constrained posterior stabilized articular surface left 12mm, catalog #: 42512600512, lot #: 63996687. Persona cemented stemmed tibial component left size d, catalog #: 42532006701, lot #: 64072823. Persona cemented stem extension 14mm, catalog #: 42557000114, lot #: 64229084, persona cemented all poly patella 32mm, catalog #: 42540000032, lot #: 64208861. Unknown palacos bone cement, catalog #: ni, lot #: ni. The complainant indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Based on the information provided, the root cause of the reported event is determined to be unrelated to the implanted devices. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2023-00076. Reported event is not related to device.

Event description:
It was reported that the patient underwent a left knee manipulation under anesthesia to address arthrofibrosis approximately three (3) months following left knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.